Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the power manager module to lab use only (luo) testing equipment. It was powered on and ran on alternating current (ac). It was determined that the power manager board operated as expected. The pst observed that the power cord insulation was twisted and had nicks and abrasions. Using a multimeter, the pst checked each wire of the power cord. The green and blue wires passed testing however, the brown wire did not. It was determined that the brown wire on the power cord was defective. Per data log review: on 20sep2022 at 06:59:42 am the system was powered on and was running on battery backup. At 07:05:30 am the central control monitor (ccm) was shut down, and the system was not powered up again until 09:55:47 am. Again, the system was running on battery backup. There was no way to tell from the log why the system did not switch to ac power. The log does confirm the system did not run-on ac power on 20sep2022.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the power manager board and the power cord. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit would not switch to alternating current (ac) power even while plugged into the wall outlet. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.